Event description:
On (B)(6) 2013, a (B)(6) male patient underwent a revision of a broken matrixmandible reconstruction plate. The patient was originally implanted on (B)(6) 2012 with a 2.5mm matrixmandible reconstruction plate and 2.4 mm locking screws for a mandible resection and fibula free flap reconstruction. Post-operatively, the patient complained of pain and swelling in the area of the plate. A computed tomography scan revealed that the plate was broken. Additional findings included delayed healing and nonunion. Revision surgery involved application of intermaxillary fixation, debridement of left mandibular bone flap and removal of mandible hardware. It was reported that the hardware was explanted easily and replaced with a 2.5mm matrixmandible reconstruction plate and 2.4 mm locking screws. The patient is waiting for secondary bony reconstruction of the mandible. This is report 12 of 13 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.